Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident however, states he feels good. The customer was swimming in the pool with the insulin pump on and water in the battery compartment. The customer dried the insulin pump, inserted a new battery however, the insulin pump will not turn on. Advised that the insulin pump will need to be replaced. Customer has a back-up plan. The insulin pump will not be returned for analysis.